Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue along with 21 mm breastshields. The customer was contacted on (B)(6) 2017, and the customer stated that she was diagnosed on (B)(6) 2017 with mastitis and prescribed clindamycian and took it for 10 days, the mastitis has now been resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that is sounds like her pump in style skips in both phases. She also indicated that she had mastitis 1 1/2 months ago and her doctor prescribed her antibiotics.